Manufacturer narrative:
This event occurred in (B)(6). (B(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys anti-tshr immunoassay (anti-tshr) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The patient is suspected of having syndrome of inappropriate secretion of tsh (sitsh). The patient is aged in her 20s. This medwatch will apply only to anti-tshr. Please refer to the medwatch with a1. Patient identifier pt-14165 for information related to tsh, refer to the medwatch with a1. Patient identifier pt-14166 for information related to ft3, and refer to the medwatch with a1. Patient identifier pt-14167 for information related to ft4. The sample was initially tested on the customer's analyzer. The sample was then provided for investigation, where it was tested on a cobas 6000 e 601 module (e601), cobas 8000 e 602 module (e602), and 2 cobas e 411 immunoassay analyzers (e411). Refer to the attachment for all patient data. For the results followed by "(peg)", the patient sample was treated with polyethylene glycol (peg) prior to testing. There were no allegations of an adverse event occurring with the patient. The model and serial number of the customer's analyzer were asked for, but not provided. The e601 analyzer used for the investigation was serial number (B)(4). Anti-tshr reagent lot number 211210, with an expiration date of 03/31/2018 was used on this analyzer. The e602 analyzer used for the investigation was serial number (B)(4). Anti-tshr reagent lot number 211210, with an expiration date of 03/31/2018 was used on this analyzer. The e411 analyzers used for the investigation were serial numbers (B)(4) and (B)(4). E411 serial number (B)(4) was used for testing of anti-tshr only. Anti-tshr reagent lot number 211210, with an expiration date of 03/31/2018 was used on e411 analyzer serial number (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. The presence of an interfering factor, most likely of an antibody nature, against one of the immunological components of the ft4, ft3, and anti-tshr assays was confirmed in the sample. This limitation is covered in product labeling.